Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "I just wanted to inform you of an issue that we have been seeing with the 8.0 murphy eye tube. Per anesthesia doctors and crna's the balloon on this tube will not inflate. The issue was identified prior to use. There was no patient involved." There were 10 devices involved.